Event description:
It was reported telemetry confirmed a critical alarm had occurred; alarm was due to a critical pump memory error. The manufacturer rep moved away from bovie electrocautery machine, and re-interrogated pump with no issues. At the time of this report, no further details were provided. Additional information will be provided when available.

Manufacturer narrative:
(B)(4).